Manufacturer narrative:
Clinical experience with the application of distraction osteogenesis for airway obstruction. The journal of craniofacial surgery. 20, 1817-1821. This report is for an unknown external distraction device (unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: genecov, d; et al. (2009) clinical experience with the application of distraction osteogenesis for airway obstruction. The journal of craniofacial surgery. 20, 1817-1821. This study was to evaluate the long-term success of mandibular distraction osteogenesis in 81 patients (mean age 1.2 years) from january 1997 to july 2008 with mandibular airway obstruction syndrome (maos), defined as obstructive sleep apnea, swallowing abnormalities, and failure to thrive in the presence of micrognathia, gastroesophageal or laryngeal reflux, and microaspiration. Bilateral distraction osteogenesis of the mandible was performed in 67 patients; 27 were younger than 6 months at the beginning of the distraction, and 40 were older than 60 months. Of this group 26 patients did not have any prior surgical treatment, 41 already had a tracheotomy. Thirty-three patients were treated with internal distraction device and 34 were treated with external distraction devices (synthes). Pin site infection requiring antibiotics, wound care and device failure was experienced. The distraction period consisted of a 24 hour latency period and the 1-mm/d activation period (mean activation 19.4 days, range 10-27 d; mean consolidation 73 days, mean length of distraction 22mm (range, 10-32mm). A copy of the literature will be submitted with the medwatch. This complaint is 2 of 2 for (B)(4). This report is for an unknown external distraction device and refers to the serious injury/reportable malfunction of 7 unknown patients who experienced replacement related to failure of the external device.